Manufacturer narrative:
Date received by manufacturer: 11oct2019. Report date: 14oct2019. This event was presumed to be resolved by the customer, who stated that this event should be closed. There was no on-site evaluation by the manufacturer. The customer responded to requests for information pertaining to this event simply by stating that this event should be closed. No further information was provided. It is most probable that the device remains at the customer's facility. The state of the ventilator is not known. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit would not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit would not power on. The customer reported there was no patient involvement.